Event description:
Customer allegedly received the following results, with three different meters, within 10 minutes: 549 mg/dl and 123 mg/dl (nano system 1) 89 mg/dl and 293 mg/dl (nano system 2) 96 mg/dl, 76 mg/dl and 64 mg/dl (aviva) customer was using a different strip lot on each system. Customer was feeling low blood symptoms at the time of the results and was able to self-treat. Specifics of treatment not provided. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system. (B)(6).